Event description:
It was reported the programmer failed to detect devices. It was also reported there was a head problem. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the programmer would not interrogate implantable devices using a known good programmer head, it was noted that the connector was broken. It was also noted that the keyboard was pulling apart.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.